Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb, fluoroscopy functions pcb and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.